Event description:
Two patients had jackson-pratt drain placed during surgery. On the same day, drains found to be inflated w/drain plug in. After reactivating the plug, the drain would reinflate on its own. No drainage found in bulb. Surgeon aware that there was no drainage the day of the procedure and indicated it was okay and that he would dc the drain the next day.what was the original intended procedure?surgical wound drain post-procedures(s).